Event description:
It was reported that a patient presented remotely on (B)(6) 2022 after experiencing discomfort due an inappropriate shock that was a result of right ventricular lead noise oversensing. The patient presented to the clinic, where programming changes were made to prevent further shocks. Elevated pacing thresholds were also noted upon interrogation. Later that day, the patient presented to the emergency room after experiencing additional inappropriate shocks. Additional programming changes were made, and the patient was discharged. Right ventricular lead fracture was suspected. A lead revision was planned, but no further intervention was reported. The patient was stable throughout.

Event description:
New information notes that the patient's right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.